Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and was unable to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 272 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The device was received with scratched display window.